Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-01301. It was reported the patient experienced ineffective stimulation. X-rays confirmed the patient's leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein leads were repositioned. Surgical intervention resolved the issue.